Manufacturer narrative:
Date of event is approximate. Symptoms began several months after initial implant procedure.

Event description:
It was reported that a few months after the initial implant procedure, the patient experienced nausea, vomiting, discomfort, and very strong headaches every time they charged their spinal cord stimulator implantable pulse generator, ipg. The patient experienced these symptoms for the entire day, and sometimes also lasted until the day after charging the ipg. Troubleshooting efforts included replacing the charging kit, charging when the ipg was off, using prescription anti-nausea drugs before the charging session, and charging for less time periods, however the patients symptoms did not resolve. The physician assessed that the device caused or contributed to the patients symptoms. The patient underwent a revision procedure in which the ipg was explanted and a primary cell ipg was implanted. The patient was doing fine post-operatively.

Manufacturer narrative:
Box b3: date of event is approximate. Symptoms began several months after initial implant procedure. Sc-1200, serial (B)(6): the explanted ipg was returned and analyzed. Engineers concluded that a review of the charging profile found no issues. Laboratory analysis of the ipg revealed that the current test and residual gas analysis verified no loss of electric current into the surrounding tissue. The ipg passed the functional test, and an electrical test revealed normal device characteristics. A review of the instructions for use found that the reported event is a known inherent risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the most probable cause is known inherent risk of device use.

Event description:
It was reported that a few months after the initial implant procedure, the patient experienced nausea, vomiting, discomfort, and very strong headaches every time they charged their spinal cord stimulator implantable pulse generator, ipg. The patient experienced these symptoms for the entire day, and sometimes also lasted until the day after charging the ipg. Troubleshooting efforts included replacing the charging kit, charging when the ipg was off, using prescription anti-nausea drugs before the charging session, and charging for less time periods, however the patients symptoms did not resolve. The physician assessed that the device caused or contributed to the patients symptoms. The patient underwent a revision procedure in which the ipg was explanted and a primary cell ipg was implanted. The patient was doing fine post-operatively.